Event description:
Patient's mother provided the following information during an unrelated call to dexcom technical support on (B) (6) 2010: on (B) (6) 2009, patient's mother stated that patient experienced an inaccuracy with his cgm reading approx 60 mg/dl while finger stick readings were 20 mg/dl. Patient experienced a seizure and the paramedics were called. Patient was taken to the emergency room and treated. Patient had fully recovered by the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.